Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, there was debris built up inside the device. This condition could cause the device to not properly retain the wire.

Event description:
It was reported that the wire was wobbling in the device during testing. There was no pt involvement and no allegation of adverse consequences associated with this event.